Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and myocardial infarction ('heart attack') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included troponin increased, chest pain, dizziness, shortness of breath, hypertension, dyslipidemia, pre-diabetes, hyperlipidemia, myocardial infarction, fibroids, cervicitis cystic, adenomyosis and endometrial ablation. Concomitant products included acetylsalicylic acid (aspirin). In november 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myocardial infarction (seriousness criterion medically significant) with stress, allergy to metals ("nickel sensitivity"), abdominal pain ("chronic abdominal") with fatigue, back pain ("back pain"), alopecia ("hair loss"), rash ("rash"), anxiety ("anxiety"), mood altered ("mood changes"), abdominal distension ("severe bloating") and dysmenorrhoea ("pain menstruation cycles"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, myocardial infarction, allergy to metals, abdominal pain, back pain, alopecia, rash, anxiety, mood altered, abdominal distension and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, dysmenorrhoea, mood altered, myocardial infarction, pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this record was detected to be a duplicate to record us-bayer-2015-279259 to which all information will be transferred, then this record (us-bayer-2019-126080) will be deleted no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and myocardial infarction ('heart attack') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included troponin increased, chest pain, dizziness, shortness of breath, hypertension, dyslipidemia, pre-diabetes, hyperlipidemia, myocardial infarction, fibroids, chronic cervicitis, adenomyosis and endometrial ablation. Concomitant products included acetylsalicylic acid (aspirin). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myocardial infarction (seriousness criterion medically significant) with stress, allergy to metals ("nickel sensitivity"), abdominal pain ("chronic abdominal") with fatigue, back pain ("back pain"), alopecia ("hair loss"), rash ("rash"), anxiety ("anxiety"), mood altered ("mood changes"), abdominal distension ("severe bloating") and dysmenorrhoea ("pain menstruation cycles"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, myocardial infarction, allergy to metals, abdominal pain, back pain, alopecia, rash, anxiety, mood altered, abdominal distension and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, dysmenorrhoea, mood altered, myocardial infarction, pelvic pain and rash to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.